Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. Teststrip UDI# (B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805

Event description:
Consumer reported complaint for low blood glucose test results. Customer believed her results were inconsistent because she felt they were low. The customer's expected fasting blood glucose test result range is 70-110mg/dl. Even though her results have been within her expected results customer preferred meter being replaced. Ran blood test with me fasting 95mg/dl. Customer has not needed medical attention and is no experiencing any symptoms of low blood glucose results. The product is stored according to specification. The meter memory was reviewed for previous test result history: a 95mg/dl, (B)(6)2016 12:32:00 pm, fasting:yes. A 84mg/dl, (B)(6)2016 12:44:00 pm, fasting:yes. A 81mg/dl, (B)(6)2016 01:03:00 pm, fasting:yes. A 96mg/dl, (B)(6)2016 08:06:00 am, fasting:yes. A 76mg/dl, (B)(6)2016 07:58:00 am, fasting:yes. Memory concerns:customer is concerned about her results being low even though results we viewed from the memory are within her expected results of 70-110mg/dl.